Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve/positioning difficulties include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy. This event does not allege that a device malfunction occurred. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. In this case, the reported regurgitation was likely was due to suboptimal position, as the valve moved from the intended location to above the annulus. However, without return of the product and with the information provided, a conclusive root cause of the clinical observation could not be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following deployment the valve moved from the intended location to above the annulus and severe aortic insufficiency was noted. The valve was re-positioned with a snare to just below the innominate artery, and a second transcatheter bioprosthetic valve was placed without issue, with minimal paravalvular leak (pvl) noted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.